Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited no capture, no sensing, and decrease impedance. Chest x-ray was performed which noted right ventricular lead dislodgment into the subclavian vein. It was discovered that the patient experienced twiddler's syndrome. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable throughout.